Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 26 mmol/l; treated with the insulin pump and manual injection. Customer received a no delivery alarm before and after the infusion set was changed. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer removed the infusion set and the cannula was bent. It was stated that the customer had lost the quick serter and is inserting the infusion set manually. Nothing further reported.